Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs patient underwent an elective procedure due to magnetic resonance imaging (MRI) conditionality. The implantable pulse generator (ipg) will not be returned for analysis. Postoperatively, patient was successfully programmed and safely transferred to the patient after care unit (pacu) with no complications reported.